Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to enter MRI mode, upon further investigation the system diagnostics recorded high impedances on the lead. The patient still had effective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information was received stating the patient's ipg was at end of life. And it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.